Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for evaluation. Electrical testing and dimensional analysis with normal with no anomalies found.